Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx applier and endoanchors were used during the endovascular intervention of a type ia endoleak in a non-mdt (gore) stent graft . It was reported via the anchor study that follow-up imaging fro approximately 32 months post-index procedure showed a type ia endoleak. Imaging taken at approximately 26 months identified a type ii endoleak, noted as a technical observation. The type ia endoleak was assessed by the site as related to aortic aneurysm treated by endoanchors. The sponsor assessed the type ia endoleak as not related to the index procedure, possibly related to the endoanchors and probably related to the aneurysm. The patient died approximately 39 months post-index procedure due to lung and brain cancer. The sponsor assessed the death as not related to the index procedure or the endoanchors. No additional clinical sequelae were provided and the patient is expired.